Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 30 mg/dl (undisclosed if fasting or non-fasting). Wife stated the result had been obtained on (B)(6) 2024; wife stated the customer had been unresponsive and she called 911. When paramedics arrived, they diagnosed customer with low blood sugar and they gave customer a glucose shot in his mouth and that stabilized him (undisclosed a blood glucose test result after the glucose shot). Customer didn't have to go to hospital customer did not provide any information regarding if medical treatment was changed. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The customer was unable to provide lot information for the test strips but stated they had been opened within a month of the adverse event. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to symptoms and meter result. Test strips were not returned for evaluation. Meter was returned- reported defect not reproduced on returned meter. Product evaluation has been completed most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.